Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Surgeon didn't approve for return.

Event description:
It was reported patient underwent an initial right total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2016 due to poly wear. The poly liner and modular head were removed and replaced.